Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during an unspecified procedure. According to the initial reporter, when this event occurred, there was no delay, the staff simply restarted the device, and it was working properly. Then, during a call with the olympus technical assistance center (tac) personnel, the customer noted that the b30 scope communication error came back. At that time, an olympus field service engineer (fse) was scheduled to be dispatched to the user facility to inspect the device. Later, before the fse could get to the site, the customer called back in and reported that she had several evis exera iii xenon light source devices all presenting b30 scope communication errors. Reportedly, all devices were inspected prior to the intended procedures and the same remedy of restarting the device was successful in the other instances. There has been no patient harm reported as a result of any of the above events. These events will be captured in a total of 3 reports. Report 1 of 3, with patient identifier (B)(6) is being submitted to capture the initially reported b30 scope communication failure. Report 2 of 3, which patient identifier (B)(6) will be submitted to capture the follow up phone call report of a second b30 scope communication error. Finally, report 3 of 3, with patient identifier (B)(6) will be submitted to capture the unknown number of devices/instances when customer reported several failures on multiple devices.